Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges acne rosacea and facial skin irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This report was received through ansm. There is no device information or patient information to complete good faith effort attempts.